Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). This lens model is contraindicated for patients with age more than that of 45 years. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -05.00 diopter, within the same surgery due to low vaulting. The lens was exchanged for a longer lens within the same surgery and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Device evalulation: lens was returned in a micro centrifuge vial with moisture and clear surgical residue on the lens. Visual inspection found no visible damage to the lens and foreign residue on the lens. Claim# (B)(4).